Event description:
The medical affairs specialist (mas) has reviewed the customer care advocated (cca) documentation. In early 2009, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra2 meter stopped powering on "3 weeks ago" and claimed that 2.5 weeks after power issue began she developed symptoms of feeling thirsty, dizzy, and had frequent urination. Eleven days prior, the patient went to the emergency room (ER) where she was treated with IV insulin. No blood glucose results were reported. Prior to the ER visit, the patient was also vomiting and drinking lots of water. This complaint is being reported because the patient allegedly developed hyperglycemia 2.5 weeks after the power issue began. In addition, the power issue was unresolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.